Event description:
The patient's father reported that the patient smelled smoke coming from the pod. The father confirmed the pod was removed by the patient once they smelled smoke. No impacts to the patient's blood glucose levels were reported. The patient did not require any medical assistance. No further details were provided. The pod is expected to be returned for investigation. If additional information becomes available, a supplement report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.